Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the next day of use.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the next day of use.

Manufacturer narrative:
The reported event was confirmed, as manufacturing-related. A 10cc leur lock syringe was used to inflate the catheter with 50cc of water. Water was seen coming out of the irrigation eye. To ensure this was not due to excess water in the irrigation lumen, the leur lock syringe was used to flush the irrigation lumen with air. The catheter, moved to a different area, was allowed to sit for 5 minutes. No leaks were noted. The catheter was then picked up to examine balloon asymmetry and water was noticed coming out of the irrigation funnel. There appeared to be a lumen-to-lumen leakage in the catheter. The balloon was passively deflated. During deflation, water came out near the balloon. The area around the balloon was checked and fluid was seen in the irrigation eye. The potential root causes could be due "mechanical failure, incorrect recipe, program error, machine fault, over filling of dip tank, or level sensor failure". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water soluble lubricant. (3) insert catheter into meatus and advance it until the balloon enters the bladder and urine flows out through the catheter.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.